Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned for evaluation. Purge pressure high/ purge system blocked: clinical details noted that after a de-airing procedure was completed, "purge pressure high" and "purge system blocked" alarms were triggered. Purge cassette was replaced but did not resolve the issue. No lysis was added to purge, and pump was explanted 10 hours later. Data logs were reviewed and lt logs showed purge pressure drop due to "air in purge" alarm. Purge flow quickly dropped to 0 and purge flow gradually decreased to approximately 260mmhg. 45 minutes after "air in purge" alarm with purger stopped, two de-air procedures were completed. Once deair procedure was completed, purge pressure suddenly stepped up to above 1000 with immediate "high purge pressure" and "purge system blocked" alarms. The cause of the high purge pressure / purge system blocked was a user related issue as the "air in purge" alarm was not addressed for an extended period of time resulting in high purge pressure/purge system blocked once de-air was completed. Air in purge system: clinical details noted that during transport, an "air in purge" alarm was triggered. Data logs were reviewed and a "air in purge" alarm was triggered and purger was stopped. De-air procedure was completed 45 minutes later and alarm resolved. As the alarm was able to be resolved with de-air, it is likely a kink/disconnect in the purge line between the cassette and the bag upon transport had occurred, indicating a use-related issue and no product defect. The cause of the air in purge system was a user related issue as alarm was able to be resolved with a de-air procedure. Device history lot: device lot: 1969491. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A patient in cardiogenic shock secondary to an acute myocardial infarction presented and required mechanical circulatory support. The patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock and remained scai stage e throughout support. An impella cp (pump 1) device was implanted on 11/26/2025 to provide mechanical circulatory support and was maintained until 12/8/2025, at which time it was explanted as a bridge to an impella 5.5 (pump 2). The impella 5.5 (pump 2) was implanted on 12/8/2025. Later that day, while the patient was being transported to CT imaging, an alarm occurred indicating air in the purge system. After de-airing was performed, additional alarms were displayed, including ¿purge system blocked¿ and ¿purge pressure too high.¿ the purge system was replaced; however, the alarms persisted and the issue was not resolved. Clinical support recommended continued monitoring of motor current and replacement of the pump as soon as possible. The patient was supported with ECMO and impella therapy during this period. On 12/9/2025 at approximately 08:02, the impella 5.5 device was explanted and replaced with an impella cp (pump 3). The impella cp was set to p-7 for left ventricular unloading, while extracorporeal life support (ecls) was maintained at approximately 3.3 l/min for systemic support, with the goal of patient stabilization and reassessment of clinical management. Following implantation of the impella cp (pump 3), the device initially displayed no aortic placement signal and no left ventricular waveform. Motor current remained stable and pulsatile. After the impella cp plug was fully plugged into the automated impella controller (aic), the placement signal appeared and remained stable. No sensitivity to cable movement was observed. The issue was considered corrected and resolved, and no further device performance concerns were reported for pump 3. Ultimately the patient did expire on support. Impella cp pump 3 is the death type of reportable event. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
The complainant reported that during a call with the md in the ICU, the patient was in CT. During transport, an alarm was triggered indicating air in the purge system. After deairing, the messages ¿purge system blocked¿ and ¿purge pressure too high¿ appeared. The purge system was replaced, but this did not resolve the issue. It was recommended to monitor the motor current (mc) and replace the pump as soon as possible. The patient is now back on ecmella therapy. Various options were discussed in detail, including thrombolysis, which was ruled out; the team intends to replace the pump as soon as possible. Close monitoring of the mc was again recommended, and the hotline was emphasized.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.